Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was using an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that at the beginning of the patient having the pump everything was working well. In the end, the physician was aspirating the same amount of medication he was putting in the pump. It stopped giving patient pain relief. The caller thinks this happened in 2013 or 2014. They are considering pump another pump since it had worked at some point or patient may be getting a stimulator. The pump was removed but catheter was not.